Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during thoraco/lobectomy, the surgeon fired the device, however the tissue was very thin and ruptured. The tissue was torn. The damage was not permanent. The surgeon manually sutured the tissue. The status of the patient is no problem. .